Manufacturer narrative:
The device was received with operating currents within specification. The device passed self-test, rewind, basic occlusion test, occlusion test, force sensor test, displacement test, prime and seating test. The device powered up properly after battery installation. No black spot or display anomalies were noted during testing. The device was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she dropped the insulin pump. Customer ran a self-test and the pump passed. Customer stated that she noticed a pin prick black spot in the screen when she was testing the pixels. Customer stated that she was in the bathroom and her blood glucose was 250 mg/dl at the time of the incident. Customer stated there was one black dot on the lcd screen. Customer declined troubleshooting for high blood glucose and mentioned that she has had a couple of high blood glucose readings of 500 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.